Event description:
The manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips respironics e30 with humidifier device. The manufacturer received information the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow up report will be filed.

Manufacturer narrative:
B5 needs correction: this notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g.., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. This event will continue to be documented and trended per internal quality system requirements.